Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump passed prime and displacement tests.

Event description:
Customer reported that the insulin pump stopped working and was squirting out insulin during the manual prime. The blood glucose reading was 175 mg/dl. Customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.